Event description:
The patient experienced a shocking/jolting and burning sensations in the pocket location which sometimes reached her spine. She also had stimulation in the wrong location and noted the audible "zapping" in her toes and hands. These symptoms began a few weeks ago when she leaned over to tie a cushion to a patio chair. It was also noted that she was losing vision in her right eye due to what her physician thought was a blood clot. Her sight was improving but not quite back to normal. Her device was turned off at the time of this report. The patient was at home in fair condition. She was re-directed to her physician. Further information was requested.

Manufacturer narrative:
(B)(4).